Manufacturer narrative:
Carestream health service personnel conducted an investigation of this issue to determine how the vue ris was working during the event. The investigation included collection of logs showing all of the messages rec'd by the hospital's vue ris from their sending system (3rd party vendor). The vue ris contains the pt info sent by the user through their 3rd pary system. The log show two (2) types of messages rec'd by the vue ris; orm (orders) and adt. The orm messages from the hospital contain pt info, including allergy info. The hospital does not enter allergy info in adt messages. The order in which vue ris receives the messages is important; the last message rec'd is considered the master and latest update on the pt. Log show the allergy info transmitted from the hospital system to the vue ris in the orm message for this pt on (B)(6) 2014. The logs show a user at the hospital sent an adt message discharging the pt; this adt message did not include allergy info because that info is not included in adt messages. Allergy info was current in vue ris for the pt as of the last study performed ((B)(6) 2014:16:30). The vue ris rec'd a pt discharge notification (adt_a03) from the hospital's ordering system at ((B)(6) 2014:14:17) that did not contain the allergy info. After (B)(6) 2014, the vue ris rec'd a series of pt update (adt_a08) messages; again these messages did not contain any allergy info.

Event description:
On (B)(6) 2014, carestream health rec'd an inquiry regarding availability of pt allergy info in vue ris. Carestream was informed that the (B)(6) yr old oncology pt had passed away.